Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed, during evaluation it was observed that the inflow rollers were seized and not functioning. The inflow motor underperformed at 1300 ml¿s per minute. Physical damage was found to the top cover, bottom cover, bezel, and there are 4 missing bumpers. The serial label requires an update, and the software requires an update from v1.10 rev. 33 to v1.10 rev. 38. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/06/2025, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump was reading a pressure fault a few minutes into cases. This has happened repeatedly with different lots of tubing on different days. The pump was swapped out for another unit with fresh tubing to complete these cases. The delay was less than 5 minutes, and no harm came to the patients. Additional information was received on 11/12/25: the rep advised that ar-6411 and ar-6412 tubing were used with the pump, with multiple lots attempted that worked on different pumps. The lots were not recorded. The event occurred during a knee scope. The settings were pressure 40, inflow only. The complaint pump was not used to complete the procedure because it would pressure fault and not run. It was swapped out for another arthrex pump with no issue.